Event description:
User received a reading of 77 mg/dl and complained of not being able to see. Shortly after she went into convulsions. The paramedics were called and they tested user on their device with a result of 31 mg/dl on their device within 10 minutes. She was given IV treatment by the paramedics and lab work was done at the hospital with a reading of 85 mg/dl. The doctor reported that she had a diabetic seizure. No glucose control solution were used. Requested return of suspect device and replacement was sent.